Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used fro treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed ona supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized (B)(6) 2011. The data presented is from three different product applications. The report state that there are no significant trends.

Event description:
Per the end user, wore the wafer for 2 days and found it to be uncomfortable and slightly painful when moving. After removing the wafer, the skin was pinker than normal. No further information is available.